Event description:
It was reported by an unknown person that the patient's heartrate was beating at 64 beats per minute and should have been beating at 65 beats per minute. It was also reported that the patient has been feeling fluttering in chest and at times feels dizzy. Additional information was attempted to be obtained regarding this issue, however, it was not available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.